Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, it should be noted that the IFU states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. In this case, the violation of the IFU does not appear to have contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x18mm xience alpine is being filed under a separate medwatch MFR number.

Event description:
On (B)(6) 2017, a 3.0x18mm xience alpine stent was implanted. On (B)(6) 2018, the patient was re-admitted with stent restenosis. A 3.0x15mm xience alpine stent was deployed to treat the restenosis. On (B)(6) 2018, the patient was re-admitted with chest pain and other unspecified cardiovascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.